Manufacturer narrative:
Qn#(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot number was not reported for this investigation. Case details were reviewed. Following a tavr procedure, a manta closure device was deployed in the left femoral artery. After deployment, an occlusion in the common femoral artery was observed and required surgical intervention. Due to insufficient information regarding the initial, deployment, surgical intervention procedures, positioning of manta as seen during the cut-down, patient environment and conditions, and no angiograms or device submitted for this investigation, the cause of the occlusion requiring surgical intervention cannot be determined. Therefore, the root cause as to why the manta was not effective in achieving hemostasis requiring surgical intervention remains undeterminable. Risk documentation was reviewed, and occlusion is a known risk. The severity of harm is ranked at a 4 based on the local surgical repair utilized to treat the occlusion. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endova scular intervention. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
As reported, at the end of a successful tf transcatheter aortic valve replacement case, manta closure of the left coronary artery access site was attempted. Occlusion of the common femoral artery was observed after manta deployment, requiring a surgical cut down of the artery to repair.

Event description:
As reported, at the end of a successful tf transcatheter aortic valve replacement case, manta closure of the left coronary artery access site was attempted. Occlusion of the common femoral artery was observed after manta deployment, requiring a surgical cut down of the artery to repair.

Manufacturer narrative:
(B)(4).